Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated her coaguchek xs meter serial number (B)(4) was displaying the result in % instead of inr, therefore she repeated testing. Customer supported assisted the customer with changing the unit to inr. The results at 2:17 pm was 2.9 inr and the result at 2:42 pm was 4.0 inr. The customer believed to result of 2.9 inr to be correct. There was no allegation of an adverse event. The customer was on vacation the week prior to the event and did not follow her diet, but had no large changes in eating leafy green vegetables. The customer had a cold recently. The therapeutic range was 2.0-3.inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned meter and two vials of strips for investigation. The returned meter, strips and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.4 inr, donor 1 hct: 54%, donor 2 hct: 50%. Testing results: vial# 1 (6 strips returned): donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with customer strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.5 inr. Vial# 2 (1 strip returned): donor 1: retention meter with masterlot strips: 2.7 inr , customer meter with customer strips: 2.7 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.4 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Customer stated that no alcohol was used to decontaminate the test finger. According to product labeling, failure to properly decontaminate the test finger can effect the integrity of the meter results.